Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No product information has been provided to date.

Event description:
It was reported that the patient stated that a no disposable alarm had occurred. The user switched to second pump with the same cassette. No patient injury was reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Product is beyond a year from manufacture date of (B)(6) and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service previously. H6: health effects, health impact updated, corrected data: h6: evaluation codes conclusion.